Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient's implantable neurostimulator (ins) was turned off and they did not know how it became off. Factors that may have led or contributed to the issue includes lost programmer, living conditions not conducive to proper care for equipment, and multiple patient falls. The neurologist tried sending the patient a replacement programmer to try and turn it back on but the patient does not recall receiving it. A new programmer was delivered to the patient in person and the ins was interrogated with the clinician tablet. The patient was instructed how to use the programmer and then turned their device back on. The issue was resolved.